Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that there was condensation behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/09/2013 with the following findings:during testing, the pump powered on and the display functioned properly; there was no condensation found behind the display. The pump was opened and no defects were found to the display or circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.